Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mc1avr1-delsys, expiration date: 14-jan-2023, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, mfg date: 26-july-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was repositioned and it was reported that the tether became entangled in the chordae tendineae, and it was difficult to collect the leadless ipg. It was further reported that it was difficult to place the leadless ipg again and that the procedure was prolonged. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.